Manufacturer narrative:
The investigation was based on the reported event incl. Email correspondence and logfile analysis of the affected device. According to the provided log file, the reported event could be confirmed. The alarm messages ¿device failure !!!" And ¿blower defect¿ could be detected at the reported time. Root cause was a deviation between the measured blower speed from the specified. The device alarmed and behaved as specified and switched to patient safe mode and stopped ventilation. A high priority alarm "device failure !!!" Was given accordingly. During this time the emergency breathing valve open to allow spontaneous breathing of the patient. No patient health consequences have been reported. If an unacceptable deviation between measured turbine rotation speed and the set value will be recognized during ventilation, the technical alarm "blower defect" (00.a008) will be reported and the device will switch to patient safe mode. During this time an emergency breathing valve would open allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The service technician onsite repaired the device according to the specs. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that an alarm a008 occurred. A patient was connected to the device but there were no consequences for his health. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. On-going.

Event description:
It was reported that an alarm a008 occurred. A patient was connected to the device but there were no consequences for his health,. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.